Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer confirmed that the user resolved the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis anesthesia system drawer was failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.